Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 and (B)(6) 2015, plaintiff received treatment for her injuries caused by the essure device. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, depression, anxiety, device monitoring procedure not performed, reporter, patient demographic information added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ malposition of essure device: pelvic area/ essure coil was shown to still be in pelvic area/failure to occlude (close) fallopian tube") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting the device" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: mirena iud. Concurrent conditions included obesity. Concomitant products included dicycloverine hydrochloride (dicyclomine hcl), esomeprazole, ibuprofen, levonorgestrel (mirena), naproxen and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/pain"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal area pain") and back pain ("lower back area pain"). The patient was treated with she received treatment for her injuries caused by the essure device and surgery (on (B)(6) 2014 underwent ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, weight increased, dysmenorrhoea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 and (B)(6) 2015, plaintiff received treatment for her injuries caused by the essure device. Discrepancy noted in insertion date, it was (B)(6) 2010 as per previous version of the case. She also underwent tubal fulguration. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Most recent follow-up information incorporated above includes: on 9-apr-2019: events- "abdominal area pain, lower back area pain" added from pfs. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ malposition of essure device: pelvic area") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting the device" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included morbid obesity. Concomitant products included levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/pain") and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 and (B)(6) 2015, plaintiff received treatment for her injuries caused by the essure device. Discrepancy noted in insertion date, it was (B)(6) 2010 as per previous version of the case. She also underwent tubal fulguration. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received. Event added: weight gain, difficulty inserting the device. Concomitant drug and disease added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ malposition of essure device: pelvic area/ essure coil was shown to still be in pelvic area/failure to occlude (close) fallopian tube") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting the device" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included dicycloverine hydrochloride (dicyclomine hcl), esomeprazole, ibuprofen, levonorgestrel (mirena), naproxen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2011, the patient experienced pelvic pain ("severe pelvic pain/pain") and was found to have weight increased ("weight gain"). On (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with she received treatment for her injuries caused by the essure device and surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, weight increased and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6)2015 and (B)(6)2015, plaintiff received treatment for her injuries caused by the essure device. Discrepancy noted in insertion date, it was (B)(6)2010 as per previous version of the case. She also underwent tubal fulguration. Current weight: 190 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: new event dysmenorrhea (cramping) was added, ablation added for menorrhagia and concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: on (B)(6)2015, plaintiff received treatment for her injuries caused by the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.